Manufacturer narrative:
Tw (B)(4) event site name exceeded character limitations: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a case, vasoview hemopro 2 shears made an audible tone initially and stopped working on the first use. There was only 2 beeps heard then nothing. Power setting at 3. They were unsure if the did a pre-test. They did try to trouble shoot by exchanging the cord and generator box with adaptors. Both attempts failed and another kit was opened up and the hemopro shears worked for the entire case. There was no patient harm. There was slight 5 minute delay.